Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. The insulin pump was programmed with 2.0 units fix prime with water reservoir. The water did exit the infusion set. No delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had a cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that the insulin pump was not working. The customer stated that the insulin pump had delivery anomaly. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 200 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The insulin pump will be returned for analysis.